Manufacturer narrative:
Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip, pillowing keypad overlay and minor scratched lcd window.

Event description:
Customer reported via phone call that insulin pump had changing reservoir when screwing it the top part of the compartment. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.